Event description:
The manufacturer became aware of an allegation of dreamstation2 auto CPAP states the device that the touch screen is not working. A device was returned to a third-party service center. During the evaluation of the device, they found that the pcba burned, iso port , blower box contaminated ,scratched display. Error codes are found on the device.the device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.